Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient check, high capture threshold was observed on the ra lead due to lead dislodgement. Patient was asymptomatic. The lead was explanted and a new lead was implanted. Patient is stable post procedure.